Event description:
It was reported that during an unknown procedure, solid tone with error code 5 and the titanium tip broke during the procedure. The broke piece was retrieved by forceps. Change another one to complete the procedure. As the patient had syphilis, the sample had been discarded.

Manufacturer narrative:
(B)(4). Batch number provided was invalid.